Event description:
A call to technical services was made on 04/22/201 3 stating that health care personnel was unable to interrogate this device. This device was implanted on (B)(6)2010 and is still in active use. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).